Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no lateral or longitudinal motorized movements of the frontal arm. Fse identified the issue with motor liner drive and power supply. Fse replaced the motor liner drive and power supply, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the arc movement is available only partially. The machine is down the device was in clinical use. Philips has started an investigation of the complaint.